Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking on upper right corner along the right side seam. The leak was discovered during the facility quality inspection. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The initial visual inspection failed to identify the reported issue, functional testing did confirm the reported condition as a large leak located on the bag's edge. Magnified inspection identified a tear with jagged edges around the sides of the breach. The manual addition port septum has been spiked which indicates the eva tpn bag did not leak during filling and manual addition of syringed ingredient. As manual additions to the tpn solution occur after bag filling, it is unlikely additions to the tpn solution would have been made if a large leak was present. The cause of the condition is unknown; however the condition likely occurred during customer handling of the filled bag as the manual add port had been used. The leak would have been obvious if it was present during compounding, and the customer reported the issue was discovered during post compounding quality inspection. Should additional relevant information become available, a follow-up report will be submitted.